Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge and was getting hot at the pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively.